Manufacturer narrative:
A specific root cause could not be identified.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high troponin t hs result for one patient sample. The initial result was 145 ng/l and was reported outside of the laboratory to the clinicians. The patient may have been recalled to the hospital due to this result. The result from a new sample from the patient was 11 ng/l. The original sample was then retested and the result was approximately 11 ng/l. There was no allegation of an adverse event. The reagent lot number was 17649601 with an expiration date of 31-jan-2018. The laboratory repeated all samples from the same sample rack and found no other issues. The customer also repeated all samples with a troponin t hs result higher than 20 ng/l and they all repeated the same. The provided qc data did not indicate any issues. The analyzer alarm trace contained several sample clot alarms. Typical root causes for this type of event include insufficient electromagnetic interference (emi) compliance, issues with sample quality, insufficient maintenance, or contamination of the environment with the analyte.